Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 165 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and suspected that the increase in impedances were due to calcification. The pacing impedance trend were stable and within the range. Ts recommended lead and device replacement. This rv lead remains in service. No adverse patient effects were reported.